Manufacturer narrative:
No device has been returned for evaluation and no radiographs were provided to confirm the complaint. No torque information provided and it is unknown if the surgeon utilized hand tightening. Review of the reported information suggests age wear fatigue, off-angled excessive force and/or excessive torque applied from out of calibration torque handle or hand tightening as the root cause. No additional investigation can be completed at this time, should more information be received a follow-up report will be completed.labeling review:"...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components...""...warnings, cautions and precautions: all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not implant the instruments: complications to the patient may include, but are not limited to: nerve damage, paralysis, pain, or damage to soft tissue, visceral organ, or joints. Dural leak in cases of excessive load application or impingement of close vessels, nerves, and/or organs by slippage or misplacement of the instrument. Bony fracture, especially in the case of deformed spine or weak bone. Infection, if instruments are not properly cleaned and sterilized. Breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient. Pain, discomfort, or abnormal sensations resulting from the presence of the device...""...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient...""...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. When using the maxcess mas tlif system for distraction care must be taken to avoid damaging the pedicles which could compromise pedicle screw purchase. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted. ." H3 other text : device not returned

Event description:
On (B)(6) 2022 a patient underwent a spinal procedure from t6 to l3. During the final locking the driver tip fractured off in the engaged screw head at left l2 and could not be removed. The fractured portion was confirmed to be encompasses in the construct and cannot float freely. No adverse consequences to the patient were reported.

Event description:
Corrected information found on h10.